Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level with moderate ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer consumed water and protein to address elevated bg level. Reportedly, the customer was not following the proper steps during the load process. Customer changed the cartridge and followed the proper steps in the load sequence to resolve the issue.